Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 53 mg/dl. Customer was treated with food and orange juice. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer mentioned that customer had CT scan where customer took insulin pump off but insulin pump was in the room. Customer was advised to monitor the insulin pump and call me back. Insulin pump will not be returned for analysis.